Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error as a serious adverse event. Upon further review, it was determined that this complaint was submitted to document the start date of the event. The serious adverse event is being reported under MFR number 3004753838-2024-000633. It was reported that the egv (estimated glucose values) readings and trend graph are not updating. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the readings were not updating. At the time of the event the patient was driving and stated he did not get notified by the cgm device that they were close to a hypoglycemic event because ¿the values were not updating¿, and they did not hear the alarm because of traffic. The patient experienced light-headedness and confusion, and it is unknown who performed a fingerstick, but the blood glucose reading was 55 mg/dl at that moment. The patient received fast acting carbohydrates and orange juice from his wife while he was driving. The patient stated that if his wife would have not been there the assist with the treatment he could have been in an accident. No other medication was needed and at the time of the report the patient was stable. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.